Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (intermittent sound) issue. It was reported that the pump's audio tone alarm had intermittent sound. The vibration alarm was reportedly functioning properly. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2016 with the following findings: the pump was powered on with audible and vibratory alarms functioning properly. The pump was opened and there was no damage observed to the audible alarm circuit. The complaint of an intermittent sound issue was not duplicated during investigation. There was no defect found.